Manufacturer narrative:
A review of subject device labeling found the following: warning: when using a fiber optic delivery device, always inspect the fiber optic cable to ensure that it has not been kinked, punctured, fractured, or otherwise damaged. A damaged fiber optic cable may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room a review of system risk files revealed the following three risks of fibers breaking: risk #1 ((B)(4)) triggered by "user damages fiber external surface during operation" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. Risk #2 ((B)(4)) triggered by "fiber is damaged during shipment" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. Risk #3 ((B)(4)) triggered by "user error (e.g. Excess energy) causes mechanical damage to fiber" has the potential to lead to prolonged procedure, equipment damage, patient/user/staff injury. In each of the aforementioned; the risk has been quantified and found to be negligibly small, and the risk has been characterized and documented as acceptable within full risk assessment. No corrective action or remedial actions were deemed necessary. A search of the complaint database revealed that no similar complaints of "fiber breaks/fractures" exist for the specified lot. A review and analysis of all available information failed to determine a root cause at this time, however the subject fiber is expected to be returned to the manufacturer for evaluation. Upon return, once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A user facility reported that they were starting an enucleation case with a moses 550 dfl fiber when the fiber broke 12-18 inches from where it connects to the laser. When it broke it burned a hole on the light drape. The procedure was reported to have been completed with another of the same fiber type. No report of injury or patient complications was received as a result of this event.

Manufacturer narrative:
Additional information: returned device analysis 07-nov-2019. Suspect fiber was received at lumenis for evaluation on 31-oct-2019; on 07-nov-2019 a failure analysis of the device was performed. "Upon visual inspection: fiber was broken at approximately 2ft. From the sma connector. Attached to a p20 lab laser; screen shows fiber with o treatments used and 1 left. Root cause: quality assurance: operational context - the complaint is associated with a product that meets the lumenis design & manufacture specifications but due to anatomical/procedural factors encountered during the procedure performance was limited.." Based on the above information, the fiber was most likely damaged prior to use and an initial user inspection of the fiber did not detect the break, or the fiber was damaged upon initial use (e.g., possibly pinched by operator as inserted into scope). Lumenis is closing this complaint at this time but will continue to monitor this 'failure' mode; complaint trending will continue to monitor per global complaint handling sop (doc no. (B)(4)) and per post marketing surveillance procedure (doc no. (B)(4)).